Event description:
It was reported this catheter was placed for nephrostomy drainage and was in place approximately 2-3 months. Fluoroscopic examination revealed a detached portion of this catheter underneath the skin site. Uneventful retrieval of the detached segment utilizing a snare followed. Another catheter was successfully placed without pt complications. The distal portion of this device was received, evaluated and retained by this MFR. The engineering evaluation revealed the entire section of extrusion was severely discolored. The point of breakage was approximately 7 centimeters proximal to the pigtail and appeared to be cleanly cut. The extrusion did not exhibit any indications of material degradation and no encrustation was observed. Follow up indicated this catheter may have been inadvertently cut during a dressing change. This device displayed clean edges at the break site which is indicative of being cut. Co believes user technique may have contributed to this event. However, without a thorough evaluation of the entire device co cannot determine the exact cause for this event.